Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they were hospitalized on 7/15/15 at 4:00 am with a low blood glucose level of 20 mg/dl. The spouse was found with their tongue sticking out, snoring and did not wake up. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with troubleshooting but the insulin pump worked as deigned. The customer stated that they had lost a lot of weight which may have caused the low blood glucose. The customer did not return the product back for analysis.